Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, on the first function, the device seal was damaged. After the passage of the stapler the trocar seal began to leak. The surgeon continued the procedure even the trocar seal was leaking little. There was no patient injury.